Event description:
It was reported that the tubing set cracked at the y-connector port which allowed the medication to leak during an infusion on an adult patient. The customer stated that there was no patient harm caused by the event.

Manufacturer narrative:
The customer¿s report that the tubing set cracked at the y-connector port and leaked was confirmed. Visual inspection found a lateral crack in the female luer wall near the inlet port of the set. The crack was located at the top end of the female luer opposite of the luer gate. During functional testing the set leaked from the cracked female luer. The leak was also replicated during functional testing. The root cause of the crack was identified to be a result of internal stresses created during the manufacturing process.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that the tubing set cracked at the y-connector port which allowed the medication to leak during an infusion on an adult patient. The customer stated that there was no patient harm caused by the event.